Event description:
It was reported that the rv lead was explanted and replaced due to multiple inappropriate shocks, oversensing, high impedance of greater than 2500 ohms, and an apparent lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned and analyzed. It was reported that the rv lead was explanted and replaced due to multiple inappropriate shocks, oversensing, high impedance of greater than 2500 ohms, and an apparent lead fracture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate.